Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/ cycler set and the adverse event of cloudy pd effluent, abdominal pain and fever with subsequent diagnosis of peritonitis and urinary tract infection (uti) requiring antibiotic treatment. Although, the cause of the patient¿s peritonitis and uti are unknown, there is no documentation in the complaint file to show a causal relationship exists between the liberty select cycler/cycler set and there is no allegation, of a device malfunction or leak with the cycler set reported for this event. Based on the information available, the liberty cycler set(s) cannot be excluded as the cause of the peritonitis event. Peritonitis is a serious and common problem in the peritoneal dialysis (pd) population. Abdominal pain, fever, and cloudy pd fluid usually heralds the onset of infective peritonitis. However, in up to 20% of cases, no organism is identified. In these situations, diagnosis can be made only by excluding a microbiological cause and performing a cytological examination of the pd fluid to determine the cellular or noncellular constituents. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported during a follow up call that the patient is being given antibiotics to treat peritonitis related to a uti, not related to pd treatment. Additionally, the patient was able to continue treatment on the same cycler without reported issue(s). Upon further follow-up, the clinic manager (cm) stated that the patient presented to the dialysis clinic on (B)(6) 2019 with reports of abdominal pain, cloudy pd effluent, and fever of 101.0 degrees (orally). A sample of pd effluent was obtained and sent for culture and white blood cell count and the patient was treated prophylactically with vancomycin, 1 gram and gentamycin, 40 mg via intraperitoneal (ip) dwell for one dose. The patient did not require hospitalization and pd therapy continued without interruption. Subsequently, on (B)(6) 2019 the patient reported burning with urination and ciprofloxacin, 500mg daily by oral administration was added for suspected urinary tract infection (uti); however, no urine culture was collected. Additionally, on (B)(6) 2019, lab results on pd effluent returned demonstrating a white cell count of 22, 474 mm3, however, culture yielded no growth. Per the cm, antibiotics were restarted to treat the peritonitis with vancomycin, 1 gram via ip dwell every 5 days and gentamycin, 40 mg via ip dwell daily; both for 10 days. The cm stated that the cause of the peritonitis and uti are not related to pd therapy. The patient is reportedly recovering, completing their course of antibiotics, and pd therapy continues without reported issues.